Manufacturer narrative:
Device history record (DHR) review: system product code: sdm-sys-9000-3d, serial number: (B)(6), system manufacture date: 3/9/2017, system installation date: on (B)(6) 2017, unique device identifier (UDI): (B)(4). A review of the complaint history for (B)(6) was performed and no additional complaints related to loose/broken vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was one discrepancy noted in the DHR, however it was not related to the vta assembly. Conclusion: complaint not confirmed as there was no returned product for post market quality assurance (pmqa) evaluation. The vta was on the system for 2,601 days.

Event description:
It was reported that during a preventive maintenance sounds of broken bolts were reported. A field engineer examined the equipment and found that vta rotational gear bolts were broken. All pertinent parts were ordered for replacement and calibrated and the system met the manufacturer's specifications. No patient or staff injuries reported. No other information available.